Manufacturer narrative:
Olympus followed up the user facility and was informed that the serial number of the subject device was (B)(4). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined.

Manufacturer narrative:
The subject device was not returned to omsc. Omsc could not review the manufacture history of the subject device since the serial number of the subject device was not provided by the user facility. The exact cause could not be determined at present. The instruction manual has instructed to wear medical gloves before reprocessing.

Event description:
Olympus medical systems corp. (Omsc) was informed that the distal end of the chain, which connected the water-resistant cap(maj-583) to the endoscope connecter of the subject device, got stuck in the finger of a nurse during the reprocessing and the finger was injured by the distal end of the chain. The injury was treated with medical tape and healed.